Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that as of five days following the implant, the device has not accumulated any diagnostics or data. It was determined that detections were never turned on for the device. The clinician was directed to turn on detections, which is what 'starts' the device. The device is still in use. No patient complications have been reported as a result of this event.